Event description:
On (B)(6) 2013 the reporter contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose level of 500 mg/dl and tested positive for urinary ketones. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient was admitted to the hospital on that day and treated with insulin via syringe injections, and was removed from ipt. The patient reported on the night of (B)(6) 2013 his blood glucose level was 400 mg/dl and he took an unspecified bolus dose of insulin via the pump. The infusion set was reported to be acceptable and had no issues. Troubleshooting revealed all pump settings, programming, basal rates and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump and was admitted to the hospital, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2014 with the following findings: due to continuous use of the pump after the original complaint, the black box data and history have been overwritten; the black box began on (B)(6) 2014. A review of the available black box and alarm history revealed no errors, alarms or warnings related to the complaint. The total daily doses added up correctly and reflected the users programmed basal rate. A delivery accuracy test was successfully completed and the pump was found to be delivering within required range. The battery and cartridge caps were not returned, so test caps were used for investigation. The original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.